Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The photographic evidence provided was assessed. The image shows an additional extra semi-transparent film adhered to the dressing surface. The torn area was at the pad border. All port dressings for this product are visually inspected during manufacture. There is no record of torn dressings for this product. Testing is carried out to the finished product to assess dressing integrity. All tests for this batch met specification. No possible manufacturing root causes could be identified and therefore the root cause for this complaint remains undetermined. As 100% inspections are carried out on this product, no further action is deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the dressing peace is torn from underneath the port hence resulting in low vacumn and leakage. There was no therapy delivered as the dressing was torn. The torn was not notice during application. Problem was noticed upon application as the pump light was red, about an hour later. Therapy was stopped for awhile and then replaced with another pico dressing .